Manufacturer narrative:
Evaluation result: cam bracket assembly.

Event description:
It was reported by service report that the stretcher keeps kicking out of zoom drive. No patient involvement or adverse consequences are reported.